Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient¿s pump was replaced due to an infection. Per the hcp, the replacement was successful. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.